Event description:
Cue health customer success manager reporting three suspected false positive results using cue covid-19 test for home and over the counter (otc) use on behalf of customer. (See (B)(4) for other two reported false positive results). This report is for 1 false positive result: the customer¿s child was experiencing a runny nose which prompted testing. The child received a false positive result on (B)(6) 2022 using cue covid-19 test for home and over the counter (otc) use cartridge lot 16451f. On the same day, the child tested negative using a covid-19 lucira test and two cue covid-19 test for home and over the counter (otc) use tests. On (B)(6) 2022, the runny nose symptoms resolved and the child tested negative using a covid-19 lucira test and cue covid-19 test for home and over the counter (otc) use. Customer reported other members of the family tested negative using cue covid-19 test for home and over the counter (otc) use; results were not questioned.

Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were three similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.